Event description:
The end user reported the springs in the safety bail assembly had broken. No injuries or adverse events were reported as a result. The reported issue was verified via communications between the customer and manufacturer's technical support team. It was not reported when and how the alleged product issue occurred. Replacements springs were sent to the end user for repair.